Event description:
It was reported during use that the cardiosave intra aortic balloon pump (iabp) experienced a critical alarm indicating an internal communication error. There were no patient harm or injury was reported.

Manufacturer narrative:
Due to character limit: e1(event site name)- (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.